Event description:
During a routine hemodialysis treatment, the operator experienced venous air alarms and was not able to resolve the alarms. Rinseback was not performed in a timely manner and the blood in the circuit clotted, resulting in a 210cc blood loss. No medical intervention was required.